Event description:
The universal modular electric/battery single trigger handpiece's trigger function was disabled. Once the motor was started, it could not be shut down.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.